Manufacturer narrative:
(B)(4). Report source: (B)(6). Visual evaluation of the returned product identified that the seal width on the sterile package is less than 1/4". The complaint has been confirmed by visual evaluation. Review of the device history records identified no related deviations or anomalies during manufacturing. The product was likely non-conforming when it left zimmer biomet control. The root cause of the reported event can be attributed to the operator not following instructions during manufacturing. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the packages seal width was less than ¼ inch. There was no patient harm or involvement. Attempts have been made and additional information on the reported event is unavailable at this time.